Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the one of the three jaws of the chuck was broken and thereby after inserting the cutting tool into the open chuck it was not possible to lock the cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after surgery, it was observed that the chuck with key device had internal blockade of the jaws. During in-house engineering evaluation, it was observed that the device could not lock/secure the cutter device. There were no delays to a planned surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.